Event description:
Accountant states the valve stem is breaking and the canisters implodes under vacuum. The canisteris being used in a lab setting and is being used over and over until the canister becomes full.